Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383511 and lot number 4276197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva single port unable to disengage needle. The following information was provided by the initial reporter: "event: when starting and IV line on patient, line was accessed with positive blood return and catheter advanced. Once nurse went to retract needle, needle would not retract and was stuck causing the active IV line to be lost on patient. A second attempt was made starting an IV line in a different location and positive blood return was noted and catheter was advanced. Nurse attempted to retract needle again and was yet again stuck. It took multiple people and attempts to get the needle to retract from IV." On (B)(6) 2025 well, a complication was the needle not retracting, causing a good line to be lost and the patient having to be stuck again. The patient was not happy so that is a negative outcome.